Event description:
The 7x45 (B)(4) cortifix screws broke intra operative. The first screw head popped off during insertion of screw with viper tower attached. The second screw head popped off during re-direction of rod loosening set screws and pushing rod tip out of head of superior screw. Removed screw shafts with synthes easy out and reinserted 2 new screws.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two (2) viper 5.5 ti cortical fix cannulated screws [product code: 1867-31-745, lot numbers: armbyz and armbbl] were returned to the complaints handling unit. Visual inspection has confirmed the reported complaint. The screw head was dislodged from the screw shank. This was observed on both cortical fix screws. The saddles (inner caps) and flex balls were retained inside the screw heads (see attached photos). No damages or abnormalities were noted on the threads of the screw heads, the saddles and the flex balls. The threaded portion of one of the screw shanks was significantly crushed. Engineer noted that, the section of the screw shank where the screw head sits/ rotates on, a piece of material had pulled away from the shaft. For the other screw shank, minor damages, in comparison to the other shank, were noted on the shaft. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the screw heads becoming dislodged from the screw shanks cannot be positively determined. One probable root cause may likely be that a higher than anticipated torsional force was placed on the screw heads, possibly during insertion or during the re-positioning of the rod, which could have caused them to ¿pop¿ off or disassembled from the screw shanks. Root cause for the threaded portion of the screw shank becoming crushed cannot be positively determined. It was reported that one of the screw shanks got stuck inside the synthes easy out removal tool [synthes part: 03.611.016, lot# 615978m09] and was returned to the (B)(4) facility. While attempting to separate the two parts the threaded portion of the screw shank could have become crushed when the shank was pulled from the removal tool. This could have also contributed to the piece of material that was peeled away from the upper section of the screw shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.